Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was returned and an evaluation was completed. A visual inspection and function testing were performed and revealed no issues that could have caused or contributed to the reported event. The functional testing included fluid pressure and simulated use testing. The problem was not verified and a direct cause for the reported condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell 3 of peritoneal dialysis therapy. There was nothing unusual found during troubleshooting that would cause or contribute to the alarm. The technical service representative assisted the patient with ending therapy. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.